Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a file system error message. No patient injury was reported.